Event description:
The customer claims that the sensor pad has been in use, since (B) (6) 2009. There is an intermittent alarm tone when pressure is released from the sensor. There is no patient injury reported.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation and has not been received. (B) (4).